Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
Sample is not available.

Event description:
A hemodialysis inpt user facility was reported that during treatment a blood leak occurred. The leak was visually observed at the crit-line blood chamber connection. Estimated blood loss was less than 5ml. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample available.